Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2017. The device was explanted. The patient was stable throughout the whole procedure.